Event description:
It was reported that that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock, which was suspected to be caused by oversensing. Currently, this product remains in service and no additional adverse patient effects were reported.